Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain, vomiting, and cloudy effluent. The breach was further specified as a touch contamination. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, intraperitoneally for five treatments). On an unreported date, the patient recovered from the peritonitis event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.